Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a drawer failure. A field service engineer discovered that the cubie pockets had failed. A field service engineer remotely accessed the medical station. The field service engineer was able to pop the cubies and assist the client with reloading. The customer did not possess replacement pockets, so reused the existing ones. A field service engineer logged in as carefusion support. The field service engineer opened the hardware test application and tested the drawer with the client, popping each cubie pocket. The field service engineer exited the device and returned to the customer. The customer was able to log in and clear the hardware error. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple pockets in drawer failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had multiple pockets in drawer failed. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in patient care. There were no adverse events or injuries reported based on this event.